Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is jnj representative. The investigation could not be completed, no product was received. No conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during an om surgery on (B)(6) 2020, the manual spinal drill was broken off. The manual spinal drill that you are referring to is the hand-reamer for the medullary canal. It was unknown if the surgery completed successfully. The patient outcome was unknown. This complaint involves one (1) device. This report is for (1) hand-reamer f/ medull-canal ø6. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot part: 351.920, lot: 26p0023, manufacturing site: bettlach, release to warehouse date: dec 24, 2019. A manufacturing record evaluation was performed for the finished device 351.920 lot: 26p0023 and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.